Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, the right atrial lead exhibited oversensing of far r-waves resulting in auto mode switch episodes. All other electrical measurements were normal. The patient would continue to be monitored.